Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. All available photographs were reviewed, and evidence of abnormal wear and disassociation was found. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: there's no lot number provided, therefore a worldwide complaint database search couldn't been performed to determine if a lot related issue was possible. A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A patient was admitted for surgery to repair a dislocated attune knee. It was not disclosed how long this patient had gone since primary knee surgery. Intra-operatively, the joint capsule was grossly swollen and expelled copious amounts of fluid during incision into the joint capsule. It is unclear what initiated the fluid buildup in the joint. Upon reaching the joint-space, it was observed that a attune sz 7 ps fb poly insert had become inverted following its dislocation from the fb tibial tray in the joint-space. The poly insert was severely deformed. The surgeons looked for possible fragments but none were found within the joint-space to remove. Cultures were taken for possible infection. The knee was washed thoroughly with saline and antiseptic solution. Another size 7 ps fb poly was inserted in its place. The surgeon commented that this was the first attune ps fb insert that had dissociated from the fb tibial tray. Doi: unknown, dor: (B)(6) 2021, unknown side.